Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The device was opened, assembled, and inserted into the patient. During the procedure, the handle was rotated; however, the bands would not deploy. A second speedband superview super 7 was used but the same problem happened, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it, some of them were overlapped and damaged, the teeth were found damaged. The handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The condition seen on the analysis could have happened as a result of the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and they could not be deployed due to this condition. The marks on the ligator housing teeth suggest that the device may have been used with excessive force, causing damage. Alternatively, the damage could be due to the physician's method of inserting the device through the patient, also impacting the functionality of the handle during band deployment. It is likely that the bent ligator housing teeth affected the release of the bands from the suture. Additionally, the technique used may have caused the bands to become damaged, as observed in the product analysis, rendering them unusable. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The device was opened, assembled, and inserted into the patient. During the procedure, the handle was rotated; however, the bands would not deploy. A second speedband superview super 7 was used but the same problem happened, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.